Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code - e1025 pyrosis/heartburn.

Event description:
It was reported that a sensor failure issue occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, around 5pm, the patient noticed her sensor had failed, however, it was not specified how long ago the sensor had failed prior to the patient becoming aware of the issue. No blood glucose (bg) meter reading was taken at this time. The patient was wearing a tandem insulin pump. She was feeling sick, vomiting black acidic liquid, and had a heart burn. The patient¿s husband took her to the emergency room (ER). At the ER, the patient¿s bg meter reading was over 600 mg/dl. The patient¿s sensor and tandem insulin pump were removed. The patient was admitted to the intensive care unit (ICU) and was treated with IV insulin, IV fluids, and IV zofran. On (B)(6) 2024, the patient was feeling better, and her bg levels were ¿almost normal¿. The patient was discharged home three days later when her bg level was around 150-160 mg/dl (it was not specified if this was a bg meter or cgm value). She also put on a new sensor prior to leaving the hospital. The patient was ¿feeling better¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.